Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v260716, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the call was about the patient programmer. They were trying to increase stim but getting upward arrow and wanted to know what it meant. Event date was noted as (B)(6) 2015. The patient had been wetting her pants and they had been trying to increase stim. They had increase and decrease stim. Setting was program 4 at 7.2v. Therapy was on. Caller stated he will try to change program and will contact hcp (healthcare provider) office. Additional information received from the health care provider (hcp) reported that the patient did have greater than 50% symptom relief but needed to be taught how to use the programmer. It was noted that the patient also had a urinary tract infection which would explain the increase symptoms. It was noted that the patient recovered without permanent impairment. The patient was implanted for urinary dysfunction.